Manufacturer narrative:
(B)(4).

Event description:
Covidien received a report that this npb40 handheld pulse oximeter is missing segments n the saturation of peripheral oxygen (spo2) portion of the display. The pt was not harmed or injured as a result of the event.